Event description:
It was reported that the subject device had ceramic cracks. The event occurred during service/maintenance. There were no reports of patient harm.

Manufacturer narrative:
E1 - address - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had ceramic cracks. The event occurred during service/maintenance. There were no reports of patient harm.